Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that bd precisionglide¿ needle was blocked. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 305111, batch no. Unknown. ( provided 8361850 which is not a matching lot to item 305111). It was reported the needle was blocked. 1. Description of issue: customer reported the same issue with 3 needles from the same lot for the last 1.5 months. Event date set to (B)(6)19 because customer stated the first event was about 1.5 months ago. Customer stated second event was about 3 weeks ago, and third event was yesterday. Customer reported that in each instance, when she attempted to pull syringe plunger to draw insulin from insulin vial into syringe she was unable to pull the plunger and no insulin was pulled up through the needle. In each instance customer stated she changed the needle, not the syringe, and was able to successfully draw out insulin and proceed with loading her cartridge without issue. 2. Number of occurrences: 3. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? _yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Cts to replace. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
Medical device expiration date: unknown. Additional (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle was blocked. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 305111 batch no. Unknown ( provided 8361850 which is not a matching lot to item 305111). It was reported the needle was blocked. Description of issue: customer reported the same issue with 3 needles from the same lot for the last 1.5 months. Event date set to 9/1/19 because customer stated the first event was about 1.5 months ago. Customer stated second event was about 3 weeks ago, and third event was yesterday. Customer reported that in each instance, when she attempted to pull syringe plunger to draw insulin from insulin vial into syringe she was unable to pull the plunger and no insulin was pulled up through the needle. In each instance customer stated she changed the needle, not the syringe, and was able to successfully draw out insulin and proceed with loading her cartridge without issue. Number of occurrences: 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Cts to replace. Note: product category = needle/syringe issue.